Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to get MRI information. The patient claims that the implanted device is not working, it is non-functional, and it does not turn on or off. The caller stated that the patient claimed that the ins is defunct. The patient also told the caller that their healthcare provider (hcp) will be removing the ins. The caller did not have any other information about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (ts) reviewed MRI information.